Event description:
It was reported that the spinal cord stimulation (scs) patient was urgently admitted to the hospital due to signs of infection at the puncture site, accompanied by lower back pain and fever, where an entire system explanation was performed. According to the physicians assessment, the infection may have been related to attempts to minimize the wound size, which could have resulted in prolonged contact with the wound. The patient was treated with antibiotics, and cultures revealed the presence of methicillin-resistant staphylococcus aureus (mrsa). The patient has since been discharged from the hospital. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7089257 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7089110 UDI: (B)(4).